Event description:
It was reported that a revision nail removal was performed for unspecified reasons.

Manufacturer narrative:
The associated complained device was not returned for evaluation. Please see the attached file for the results of our investigation. (B)(4).

Event description:
It was reported that a revision nail removal was performed due to bone fracture around distal locking screw. The initial implantation was performed over 20 years ago.